Event description:
Hta device was used in 2005. (Patient age and weight unknown). According to the complainant: during hta ablation, 5 minutes into the case, the patient moved and sustained a vaginal burn (degree unknown). The doctor aborted the case, flushed cool fluid and chill water, and applied silvadene cream. Patient's condition was listed as "okay".

Manufacturer narrative:
The lot number and serial number are unknown; therefore, the manufacture date cannot be determined. The device was not returned for evaluation. A device analysis cannot be performed. Therefore, the cause of the reported event cannot be determined. A batch search could not be performed since a batch number was not provided.